Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally dropped the ilet pump, after which the touchscreen stopped functioning; a replacement pump was arranged and the user retained backup therapy, and the affected component was the touchscreen with a device problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen following the drop, aligning with a fracture of the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.